Manufacturer narrative:
Method: actual device not evaluated.. Additional manufacturer narrative prosthetic endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In different cases of prosthetic endocarditis, subsequent infections can be related to contamination at the time of surgery or from the implant being seeded from an infection or microbial contamination from elsewhere in the body, and is not in any way related to the sterilization or packaging process of the device. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR # 2015691-2015-02296.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that after an unknown implant duration of this tricuspid annuloplasty ring, the patient expired due to infective endocarditis. As reported, there was no malfunction of the device and the device did not cause or contribute to the event. No additional details were provided, including the date of death.